Event description:
The customer reported that the unit went to ventilator inoperative with an error code message of machine and proximal pressure sensors failed. Through follow-ups, customer reported that no patient was currently using the machine at the time of error.